Manufacturer narrative:
The button error alarmed, and no button response was due to corroded keypad traces. No moisture damage inside pump noted.

Event description:
The customer's mother reported via phone call of damage to customer's insulin pump. The mother states the pump has water damage. The customer's blood glucose level at the time of incident was 489mg/dl. The mother states they have been treating with manual injections. The customer was advised the pump would have to be replaced and returned for analysis.